Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device's memory revealed that an access error reset had occurred over a year ago while the device was still implanted. The cause of the error reset was not determined. Further review of the memory revealed that despite the reset, therapy was still available while it was implanted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to determine the root cause of the observed anomaly.

Event description:
Boston scientific received information that this pacemaker was explanted and returned for disposal. There were no allegations against the functionality or longevity of this device. No adverse patient effects were reported.